Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device was found broken before use when opening the packaging. The following information was provided by the initial reporter, translated from (B)(6) to english: "when opening the package, the septum was found broken."

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device was found broken before use when opening the packaging. The following information was provided by the initial reporter, translated from chinese to english: "when opening the package, the septum was found broken."

Manufacturer narrative:
H.6. Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time. H3 other text : see h.10.